Manufacturer narrative:
Updated fields: lot #, serial number. Device evaluation: the reported iab lot # 3000375930 but returned iab lot # 3000355194 and the returned iab was evaluated. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The one-way valve was attached to the iab upside down. No blood was observed inside the iab catheter. A kink was found on the catheter tubing approximately 56.1cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), blood was backing up in the catheter. It was exchanged out for a new catheter and everything was fine. There was no reported injury or adverse event to the patient.